Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, weight to the spec, crease fold, wear abrasion, missing, red particles. A microscopic analysis was performed which identify crease sharp on posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are pain and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side moderate breast pain. Health professional, additionally, reported a rupture. Device has been explanted.